Event description:
It was reported that monitoring had become disabled due to the insertable cardiac monitor (icm) device reaching end of service (eos) battery status earlier than expected. Due to this reason, the health care professional (hcp) requested technical services (ts) to determine if the battery had prematurely depleted. Boston scientific engineering reviewed the icm device data and observed a decrease in battery voltage occurring faster than expected before to the eos message was received. Engineering discussed the icm device should be returned for a detailed analysis to determine the root cause of the issue. Additional information was received indicating the clinic plans to explant the icm device in the future; however, no intervention has been performed at this time. No adverse patient effects were reported. This icm device remains implanted.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that monitoring had become disabled due to the insertable cardiac monitor (icm) device reaching end of service (eos) battery status earlier than expected. Due to this reason, the health care professional (hcp) requested technical services (ts) to determine if the battery had prematurely depleted. Boston scientific engineering reviewed the icm device data and observed a decrease in battery voltage occurring faster than expected before to the eos message was received. Engineering discussed the icm device should be returned for a detailed analysis to determine the root cause of the issue. Additional information was received indicating the clinic plans to explant the icm device in the future; however, no intervention has been performed at this time. Additional information was received indicating this icm device had been explanted from the patient due to the reported battery issue. No adverse patient effects were reported. The device was returned and is currently undergoing detailed analysis.

Event description:
It was reported that monitoring had become disabled due to the insertable cardiac monitor (icm) device reaching end of service (eos) battery status earlier than expected. Due to this reason, the health care professional (hcp) requested technical services (ts) to determine if the battery had prematurely depleted. Boston scientific engineering reviewed the icm device data and observed a decrease in battery voltage occurring faster than expected before to the eos message was received. Engineering discussed the icm device should be returned for a detailed analysis to determine the root cause of the issue. Additional information was received indicating the clinic plans to explant the icm device in the future; however, no intervention has been performed at this time. No adverse patient effects were reported. This icm device remains implanted.

Manufacturer narrative:
This insertable cardiac monitor (icm) device remains implanted in the patient and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Analysis of stored latitude data suggests an icm device problem; however, the root cause behind the observed condition could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.